Event description:
The patient had a diagnosis of decompensated alcoholic liver disease and cirrhosis. An hav vaccination was not given to the patient due to the false reactive architect havab-igg result. The treating team is still following up on this for the patient. No patient harm was reported.

Manufacturer narrative:
Describe event were updated with additional information. The evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation is in process.

Manufacturer narrative:
This report is being filed on an international product list 6c29 that has a similar us product distributed in the us, list 6l27. The evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer generated a (B)(6) (4.93 s/co) architect (B)(6) result on a patient sample that repeated (B)(6). No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
A review of tickets was performed for reagent lot number 90356li00. Elevated complaint activity was identified for false reactive patient results in the range 1.00 - 2.13 s/co which are related to the product recall performed within field action fa28sep2018. However, this review did not identify any problems relating to potential false reactive patient results above the determined range of 1.00 - 2.13 s/co. To date, only one further complaint was received for this issue and lot number. A 12-month tracking and trending review identified adverse and non-statistical trends for the complaint issue. This ticket is not related to the non-statistical and adverse trend or field action f28sep2018 as it was opened for false reactive results above the impacted range of 1.00 - 2.13 s/co as this issue was not driving the trends. An extensive review of customer data including more than 4.5 million data points across the field action related lots and non-impacted reagent lots was performed for the architect havab igg assay. This analysis showed that the overall reactive rate for the field action lots (including lot 90356li00) was comparable to non-impacted lots. However, this analysis also confirmed a shifted performance compared to non-impacted lots. The population in the range between 1.00 - 2.13 s/co was increased for the field action lots to about 4-5% compared to 2% for comparator lots confirming that the field action lots are impacted by a shift in this range. The distribution of reactive results above 2.13 s/co is comparable and most reactive results were above 5 s/co. The reviewed data indicates that the impacted range determined in field action fa28sep2018 is correct and that lot number 90356li00 is performing in line with all other reagent lots when comparing the performance above the impacted range of 1.00 - 2.13 s/co. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the complaint issue for the architect havab igg assay, lot 90356li00.